Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and low voltage alarms were confirmed via the provided log file. The provided log file contained data approximately 4 days (B)(6) 2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. Several atypical low voltage advisory and power cable disconnect alarms were observed throughout the data while either wall power or batteries were in use. Both alarms appeared to have been caused by the voltage within the white power cable fluctuating below the alarm thresholds. Low voltage hazard alarms were also observed on (B)(6) 2024. These alarms were caused by the atypical power cable disconnect alarm condition being active in the white power cable while the black cable was simultaneously disconnected to perform a power source exchange, and these alarms resolved when power was restored to the system. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, the alarms resolved after the controller was exchanged. The root cause of the observed voltage fluctuations which caused power cable disconnect and low voltage alarms to occur was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been admitted for a week and had no issues with equipment, but on (B)(6) 2024 when they connected their white patient cable to the power module (pm) it began alarming low voltage hazard and power cable disconnect, despite a full connection being made. There was no evidence of damage to the white power cable on their system controller and the pm was exchanged. The alarm still occurred with the white power cable connection, and it was noted that there were no alarms when the patient was on battery power. Log files were submitted for review and confirmed low power advisories related to the white patient cable lead. Technical services recommended that the patient perform a controller exchange, and the site stated that the controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.